Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 5 months post-implant, on (B)(6) 2015, the patient was admitted to the hospital due to an elevated lactate dehydrogenase (ldh) level above 2000 u/l. An echocardiogram showed adequate unloading of the left ventricle and the aortic valve opened with every 2-3 heartbeats. The patient was started on heparin and was placed on the urgent transplant list. On (B)(6) 2015 the patient¿s ldh levels had increased above 5000 u/l and the pump power was elevated. The left ventricle was no longer unloading and the aortic valve opened with every heartbeat. The patient received a pump exchange due to suspected pump thrombosis.

Manufacturer narrative:
The report of hemolysis and suspected thrombus was confirmed based on the evaluation of the returned device. Upon disassembly of the returned pump, examination of the remaining blood contacting surfaces revealed depositions of tissue and blood in the lumen of the outflow elbow. Examination of the pump blood-contacting surfaces revealed depositions of denatured blood in the distal-side of the inlet stator, throughout the blood tube and rotor, and into the proximal-side of the outlet stator. The areas in direct contact with the inlet and outlet bearings, and the body of the rotor appeared significantly denatured. The depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow cannot be conclusively determined. The depositions found in the pump would have contributed to the reported elevation in lactate dehydrogenase. The depositions would have also created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities that could have contributed to the formation of the depositions.

Manufacturer narrative:
The approximate age of the device is 1 year and 5 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6) university in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.